Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a follow-up, the device was interrogated and there was an increase in threshold with a loss of pacing on the right ventricular (rv) lead. During the lead replacement procedure, fluoroscopy confirmed that the rv lead was externalized. The rv lead was capped and replaced and the patient was stable.